Event description:
During a physical check of the returned handheld computer for a facility, it was noticed that the main battery of the device was swollen. The handheld was returned due to a routine exchange for a motion tablet: no device malfunction was initially reported. The returned handheld computer was received by the manufacturer on 04/29/2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the concerned handheld prior to distribution.

Event description:
Analysis of the returned handheld computer was completed and the reported allegation was verified. Visual analysis of the main battery was able to verify that it was swollen. Also during the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with the swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified.